Event description:
Customer reported a past incident of high blood glucose, with the highest level reaching 675 mg/dl. Cause was not known. To address the high blood glucose, the customer administered a correction injection using multiple daily injections. Technical support recommended the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels.